Event description:
Rn was drawing blood from a catheter when the plastic tip of the blunt cannula (bd blunt plastic cannula) broke off in the septum of the heparin lock cap (b braun - nf9100 safeline injection site). Rn removed heparin lock cap, with broken blunt tip intact in the heparin lock cap, before patient harm could occur.